Event description:
Reporter noted corneal burn occurred during the procedure. Also noted a strange noise from pump. Additional information received in 03/2004 noted burn was small/minor and no action was taken.